Event description:
A caregiver (cg) contacted (B)(4) regarding a low drain volume alarm that appeared on the home choice (hc) during initial drain. The cg stated the patient line was filled with air bubbles. (B)(4) confirmed that the air bubbles were large and not small "soda bubbles." (B)(4) assisted the cg to end therapy and disconnect the home patient (hp). (B)(4) advised the cg to start over with new supplies. On (B)(6) 2010 (B)(4) received follow up report from the cg stating that the low drain volume alarm was resolved. The cg reported no adverse event.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.